Manufacturer narrative:
(B)(4). Unit was received completely destroyed/burnt. A small portion of the pump was returned back completely burnt with a set of keys melted to it.

Event description:
Information received by medtronic indicated that the insulin pump was damaged and serial number was not visible. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.